Manufacturer narrative:
The insulin pump had normal operating currents and no battery alarm was noted. The insulin pump passed the displacement test, rewind, and basic occlusion test. No unexpected low reservoir alarm was noted. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer's blood glucose levels were in the 400s mg/dl. The customer had just changed her battery and the insulin pump died. It had received multiple low reservoir, weak battery, and no power alarms. Standard troubleshooting was performed. The battery was not previously used. The battery cap was not damaged. The product is being returned. Nothing further was reported.